Event description:
The surgeon who performed an omni procedure reported that during the canaloplasty procedure in the second hemisphere, the catheter advanced fully but failed to retract. When the surgeon pulled the wheel back, the catheter pulled back a bit but sprung out again on its own. Since the catheter could not be retracted, they proceeded to complete a 180-degree trabeculotomy. There was no patient injury that was reported.